Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on:(B)(6) 2004: the patient was preoperatively diagnosed with: recurrent herniation ,left l4-5 disk. Left l4-5 instability. History of multiple decompressive procedures, with l5 laminectomy and underwent the following procedure: reopening of left l4-5 laminectomies-medial facetectomies-foraminotomy. L4-5 lumbar 360- degree fusion-single incision, using interbody anteriorly and pedicle screw rod fixation posteriorly. Bone grafting, using bone morphogenetic protein and morcellized autograft. As per the op notes: ¿the transverse prostheses of l4 and l5 were decorticated. After the interbody space had been prepared and had accepted a 12 x 22 mm trial, a cage, measuring 12 x 22 mm, was filled with bone morphogenetic protein (bmp). Another portion of bmp was first placed in the cage, with some autograft. The cage was then placed following this, making sure that no bmp was adjacent to the dura.¿ (B)(6) 2010: the patient was preoperatively diagnosed with l3-4 stenosis, instability. Status post previous l4-5 fusion. Status post previous laminectomies l4-5-s1. And underwent the following procedures: l3-4 laminectomies. Reopening left l4-5, l5-s1 laminectomies. Removal left l4-5 screw/rod instrumentation. L3-4, 360-degree fusion using interbody anteriorly, plate interspinous and percutaneous pedicle screw/rod fixation posteriorly. Bone grafting using autologous bone plus rhbmp-2/acs plus putty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.